Event description:
Litigation alleges that the patient suffers from pain, difficulty walking and ambulating. It is also alleged that the patient suffers from metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot code yv12a91040. A search of the complaint database search finds one additional reported incident against lot code yby41 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation.

Event description:
In addition to what were previously alleged, pfs also alleges burning and popping sensation in the left hip. After the review of medical records for MDR reportability, it was stated that the patient was revised to address infection. Revision notes reported purulent material, presence of pus and loosening of the stem due to infection. Added stem and cup.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.